Event description:
Allegedly, the pt suffered a sudden yielding of the limb without any kind of trauma.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in italy.